Event description:
Doctor reported neurologiform pain after uncovering surgery at tooth site 24.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter phone: (B)(6).

Event description:
Upon follow up doctor confirmed that after exposure surgery a closed healing was necessary due to massive bone build-up. The neurologic form pain was not due to the medical history and disappeared after the implant was removed. The patient already has a new implant that has healed and is pain-free again. It was reported that they had neuralgiform pain at tooth site 26 after uncovering surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bops4315, (3i t3 parallel walled implant 4/3 x 15mm) for evaluation. Visual evaluation was performed, slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number 2021051036. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021051036 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain the customer submitted x-ray images for the reported event. X-ray shows products in patients mouth. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.